Manufacturer narrative:
Patient weight, ethnicity and race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens diopter -5.0 was implanted into the patient's right eye (od) upside down on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with an alternate lens and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
H6: work order search; no similar complaints within associated lots were found. Claim#: (B)(4).